Event description:
During a lap chole procedure, as the pouch was inserted into the abdomen it was noted that there were two tears in the pouch. It was stated that the tears were there upon removal from the packaging. The surgeon tried to remove the device and the pouch pulled away from the metal bracket and fell into the pt. A second device was used and it also had tears, but they were able to complete the case and retrieve the first pouch from the abdomen. The case was completed with the second deivce. There was no pt consequence.